Event description:
The surgeon inserted an aq2017v silicone three-piece lens, but the lens tore. Then lens was cut intp pieces to remove, the incision was not enlarged. There was no pt injury. The reporter stated it was unk what caused the lens to tear.